Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified radial cutaneous vein. A 5.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, on the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient status was good.